Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had hardware low level failure alert after self test. The customer¿s blood glucose level was 7 mmol/l. Customer stated that reading the insulin pump received from the meter was different. The insulin pump will be returned for analysis.